Event description:
It was reported that the nc trek was advanced on a non-abbott guide wire (gw) and successfully pre-dilated the lesion in the mid left anterior artery. The inflation pressure and time was not provided. A 2nd non-abbott gw had also been advanced down the artery and when attempting to withdraw the nc trek catheter, it froze up. It was thought to have been twisted up with the 2nd gw; however, that gw was successfully removed. When further attempts were made to retract the nc trek, the distal end separated in the circumflex artery. A snare device was used to successfully remove the separated portion from the patient. There was no clinically significant delay in procedure and no adverse patient effects. The procedure was completed by stenting the target lesion with good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek rx dilatation catheter noted blood in the balloon and inflation lumen and no contrast visible. The balloon was loosely folded. The shaft was separated 4.5 cm distal to the guide wire exit notch. The separated portion was returned. The material at the separation was stretched and jagged. There was no other damage noted to the balloon catheter. The guide wire used during the procedure was not returned. A full length mandrel was used in attempt to measure the entire length of the inner member of the separated portion. But the full length mandrel would not advance past the blood in the guide wire lumen. This did not meet manufacturing criteria. An attempt was made to flush the blood out of the guide wire lumen, but the blood would not flush out. Analysis of the catheter is consistent with preparation and a separation while in the patient anatomy. The stretched and jagged material suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it is likely that the build up of blood in the guide wire lumen and likely on the guide wire contributed to the reported resistance removing the guide wire. Further, as resistance was encountered, if force was applied in the attempts to remove the catheter from the guide wire, this would contribute to the shaft separating. As a search of the lot history record indicated no non-conforming material reports for the lot related to the complaint and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.